Event description:
It was reported that the patient alert triggered. Transmission noted that the lead integrity alert (lia) triggered for right ventricular lead impedance variations and oversensing. The patient was admitted to the hospital where therapies were turned off until the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for lead failure predictor occurred on (B)(4) 2011 12:29:42. Oversensing occurred. Fifteen ventricular nonsustained tachycardia (nst) episodes of <=200 ms on (B)(4) 2011 occurred in the timeframe between 06:04:57 and 10:48:32. One ventricular fibrillation episode of 200 ms average v-cycle occurred on (B)(4) 2009 09:14:12. Interference/noise also occurred. Ventricular short interval count v-sic=160.8 counts avg/day, in 3.07 days, occurred between (B)(4) 2011 11:40:57 and (B)(4) 2011 13:15:06. High resistance/impedance was also noted. Daily pace lead impedance trend data shows an abrupt increase for ventricular pace bi impedance = 380 to 1463 ohms peak between (B)(4) 2011 and (B)(4) 2011.